Event description:
It was reported to boston scientific corporation, that an rx dilatation balloon was used in an endoscopic papillary balloon dilatation (epbd) procedure. Pt's age, weight and gender were not provided. Per the complainant, during the procedure, the balloon ruptured when it was inflated. The procedure was completed with a hurricane rx biliary balloon. There has been no report of complications or injury to the patient. Post procedure, the patient's status was reported as good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)